Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The same day, the patient was treated with intraperitoneal (ip) injection vancomycin (1 gm, every fourth day, for 14 days) and ip injection fortum (1 gm, daily for 14 days). The patient was discharged two days after hospital admission. Dianeal therapy was ongoing. The patient was recovered from this peritonitis event. No additional information is available.